Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the mount did not disengage from the implant. Dense bone. Another implant was use to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified bone on threads of implant. Functional testing to recreate the reported event; verified the implant mount is severely damaged and could not be removed. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on an unknown tooth site (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, IFU 4869 rev. 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ IFU 4894 rev. 6 ¿ 08/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review was completed for the subject lot number (1246993). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1246993) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release.' Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvmb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, and functional testing device malfunction did occur, and the reported event was confirmed following physical.

Event description:
No further event information is available at the time of this report.